Manufacturer narrative:
(B)(4).

Event description:
A valiant thoracic stent graft system was implanted in the patient for treatment of a thoracic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a CT identified a type ib endoleak. The physician performed an intervention where an additional valiant stent graft was added and the endoleak was resolved. Per the physician¿s statement the cause was due to disease progression (aneurysm expansion). No additional clinical sequelae were reported and the patient is doing fine.